Manufacturer narrative:
Because the complaint device was implanted, it will not be returned for evaluation; therefore, a failure analysis cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed on (B)(6) 2010. According to the complainant, the patient underwent a biliary stent placement for a distal biliary stricture secondary to chronic pancreatitis on (B)(6) 2010. The stricture had been previously treated with a sphincterotomy and a plastic stent. During this procedure, a sphincterotomy was not performed and the previously implanted plastic stent was removed. According to the physician, the wallflex stent was deployed in satisfactory position across the stricture. During the procedure, however, the patient experienced abdominal pain in the right upper quadrant. The patient was treated with medication, and the pain was resolved without residual effects.